Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This event relates to the fsca z-1607-2014 issued by heartware, inc. For this matter. This is one of four reports (3007042319-2014-00180, 3007042319-2014-00690, 3007042319-2014-00691, and 3007042319-2014-00692) submitted for devices related to the same event. Evaluation in progress.

Event description:
Approximately one year and four months post heartware lvad implantation, the patient reported a vad stop alarm with his controller while changing batteries. The pump immediately started after reconnecting to a battery. Heartware field engineers recommended exchange of batteries and the controller. No harm or injury to the patient was reported as a result of this incident. Preliminary log file analysis indicates a pump stop (controller power-up/pump motor start) the day prior to and on the day of the reported event.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of four reports (3007042319-2014-00180, 3007042319-2014-00690, 3007042319-2014-00691, and 3007042319-2014-00692) submitted for devices related to the same event.